Event description:
It was reported that the pump declared an altitude alarm 21 on several occasions. There was no adverse impact to the customer¿s blood glucose level. The customer did not need to replace the cartridge and was able to resume insulin delivery with the original cartridge. Technical support provided guidance on preventing altitude alarms by cleaning the speaker holes, and potential issues of condensation or humidity exposure were discussed. The customer acknowledged and understood these preventative measures.